Event description:
The customer reported that the pod was activated at 10:17pm on (B)(6) 2014. At 10:42pm, her blood glucose was 183 mg/dl, so she took a 0.65u bolus. The customer woke up at 1:35am on (B)(6) 2014 because she felt "sick to her stomach". When she checked her blood glucose, she noticed that her bgs had risen to 316 mg/dl, so she removed the pod. When the pod was removed, the customer noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.